Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. There was no appearance of any physical damaged. There was motor rate error in the event history log. Occlusion test was performed and the reported problem was not duplicated. The root cause could not be determined. Actions were taken to mitigate the reported issue: for preventive measure the leadscrew and clutch halves were replaced; cleaned, greased and device was calibrated; performed power up process, occlusion test and all functional tests passed.

Event description:
It was reported that the pump had a motor error. No patient injury was reported.